Event description:
During lv lead repositioning, it was noted that sensing had decreased on the rv lead. When repositioning of the rv lead was unsuccessful the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.